Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited small r-waves. The rv lead was reprogrammed. It was then further reported that the rv lead exhibited oversensing/intermittent double counting of qrs and increased sensing integrity counter(sic). The rv lead was again reprogrammed and remains in use. No patient complications have been reported as a result of this event.